Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported that the customer had some blood at the insertion site after an infusion set change. The blood glucose reading was 333 mg/dl. The customer was assisted with clearing a no reservoir alert and then assisted with rewinding the unit. The patient was able to rewind the insulin pump and no additional assistance was needed. No further information was provided.